Manufacturer narrative:
The returned device was evaluated. During evaluation, it was found that the battery charge capacity was diminished. No product performance issue was identified related to the reported event; based on the investigation, the customer complaint could not be confirmed.

Event description:
It was reported that the device will not charge the battery. The biomed observed smoke emitting from the device when they connected the device internal battery. No known impact or consequence to patient.